Event description:
It was reported that t1 and t2 deployed at the same time. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. T1, t2 and suture were returned. Both t1 and t2 were still inside the delivery needle track. They have not been deployed yet. The depth limiter was attached. It had been retracted beyond the manufacturing position. The needle is visibly bent downward. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Functional test was impossible due to the distorted needle. The anchors were manually removed from the track to check for damage. There was none. The allegation does not support the condition the device was returned in. No root cause related to the manufacture of the device was confirmed.